Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The peritonitis was manifested by abdomen pain, cloudy peritoneal dialysis fluids. On the same day as onset, the pt was hospitalized for the event. Treatment was not reported. On an unreported date, the pt was retrained in proper aseptic technique for performing pd therapy. Outcome of the peritonitis was not reported. At the time of this report, dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4) the pt was born on an unreported date in (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was treated with unspecified antibiotics. Twenty-two days after hospitalization, the patient was discharged. It was reported that the patient was recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.